Event description:
It was reported that the patient presented in hospital for lead repositioning. The lead had dislodged and exhibited loss of capture. The lead was repositioned. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.